Event description:
It was reported during a breast biopsy, the device displayed a fault code. The handpiece was changed out and the case resumed.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with dark and scratches on the upper lid. The unit delivered rf energy correctly into the fixed resistors. The f6 fault indicates a temporary loss of communication between the ucb and rf controller. The high voltage power supply to rf amplifier wire harness was found to be routed too close to the wire harness connecting the rf controller to ucb. Correction of the wire route reduces the noise coupling between the two harnesses. The monopolar connector was replaced. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.